Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the surgery, a metal piece was found on the instrument table. Another device was used to complete the procedure without incident. A post-surgical x-ray was done and it was confirmed that nothing was left in the patient cavity. There was no pt injury.